Manufacturer narrative:
(B)(6). (B)(4). The device was discarded and will not be returned. Therefore an analysis cannot be performed. Method code: actual device not evaluated. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
It was reported that during a procedure on (B)(6) 2014 the handpiece attached to the xps 3000 would run without the foot pedal being pressed. The nurse reported that the handpiece would run by itself when laying on the table and the foot pedal not being pressed. The customer requested that their clinical engineering group test the xps 3000 system with multiple handpieces to see if the event could be re-created. Follow-up with the customer confirmed that this was inadvertent or unintended activation of the foot pedal. The customer also indicated that the foot pedal was found to be the problem. The foot pedal was disposed of through e-waste recycling and the customer has not had any issues since. No patient injury was reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.